Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received no delivery alarms during basal rate insulin and bolus deliveries. The customer's blood glucose was 309 mg/dl. She was treating with manual injection. During a fixed prime, insulin did not exit and a no delivery alarm occurred. After disconnecting and reconnecting the reservoir and infusion set, insulin exited the tubing. After the reservoir was reinserted, a manual prime was run and the no delivery alarm recurred. Insulin did not exit during manual prime, after a new infusion set and reservoir were assembled. The customer was advised to revert to a back-up plan. Nothing further was reported.